Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked.

Event description:
The customer reported via phone call that the insulin pump was damaged. The top casing of the insulin pump where the reservoir screws in broke off. The reservoir hardly stayed in place. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.